Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer, a biomedical engineer, contacted physio-control to report that medical personnel had charged their device, in order to provide a synchronized cardioversion shock to a patient; however, when the shock button was pressed a red service indicator appeared and the shock was not delivered. Medical personnel then charged the device a second time and were able to successfully cardiovert the patient. There were no reports of adverse effects to the patient as a result of the reported issue. The biomedical engineer stated that no further information about the patient or the event was available. The biomedical engineer further advised that he observed an event code in the memory which is related to a potential failure of the device to deliver defibrillation energy.

Manufacturer narrative:
The biomedical engineer evaluated the customer's device and verified the event code logged in the device's memory through the device's electronic record. Physio downloaded the patient event file and observed that the device did deliver defibrillation energy to the patient. The main keypad was replaced as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.